Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2019, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-jul-2018. Labeled for single use: no. (B)(64. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2019, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-jul-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2019, serial#: (B)(4), UDI #: (B)(4) device available for evalution: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-jul-2018, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2019, serial#: (B)(4), UDI #: (B)(4). Device available for evalution: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-jul-2018. Labeled for single use: no. (B)(4).

Event description:
It was reported that the controller exhibited controller power losses and the batteries exhibited power switching. The controller remains in use and batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one controller (con310659) and four batteries (bat602465, bat602478, bat602459, bat602461) were not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat602465, bat602478, bat602459, and bat602461. Review of the controller log files revealed eight (8) controller power up events, with associated motor start events, on 14/apr/2021 at 14:58:38, 20/apr/2021 at 17:05:15, 26/apr/2021 at 13:26:44, 01/may/2021 at 05:18:37, 03/may/2021 at 14:17:09, 06/may/2021 at 13:39:24, 07/may/2021 at 15:21:18, and 13/may/2021 at 14:46:26. The controller was without power for an average of 9 seconds per loss of power. Several momentary disconnects were noted leading up to several losses of power. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the associated power sources. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed, con310659 falls within the bounds of this CAPA. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: bat602478 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.